Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted in the patient and not available to send to the manufacturer for analysis; therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during placement of an embolization coil in an aneurysm, the coil detached inside the microcatheter. While attempting to remove the microcatheter and coil together, the coil came out of the microcatheter. A retrieval device was not available for use; therefore, the coil was left in the parent artery. There was no reported injury; however, the patient was managed with medication (unknown).